Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 511, 470, 337, 412 and 331 mg/dl. The customer¿s expected 2 hour post meal blood glucose test result range is 140-160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer was not using the proper testing technique. During the call, a back to back blood test was performed by the customer fasting and produced test results of 317 mg/dl and 388 mg/dl using true focus meter. The product is stored according to specification in the office. The test strip lot manufacturer¿s expiration date is 03/31/2023 and open vial date is (B)(6) 2022. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.